Manufacturer narrative:
An internal biomérieux investigation was initiated for a customer report of suspected contamination results for four different patients in association with four bact/alert® fa plus culture bottles (reference (B)(4)). The customer confirmed patient bottles a and b of were from lot 4052799; the lots for the third and fourth bottles were not provided. The investigation examined the bact/alert® fa plus bottle manufacturing records for lot 4052799, the complaint data, and directions in the bottle instructions for use [IFU]. No evidence was found in the manufacturing record review to show a problem with contamination of bottles, or the presence of bacillus before release. The batch met all release criteria and quality assurance subsequently released the lots for distribution to the field on 22feb19. A historical review for date range 13aug18 to 13aug19 of all bact/alert bottle complaints with contamination error "bottle contam inoculated-env/bacillus sp" determined there is no trend for contamination issues. The bact/alert® fa plus culture bottle lot 4052799 has no other complaints for contamination as of 02oct19 a review of the bottle IFU provides sufficient instructions on the inspection of bottles before use, the bottle preparation procedure for blood collection, and the importance of avoiding contamination of the culture. An internal report performed in 2018 that examined all inoculated bottle contamination complaints from 01jan18 through 09nov18 for bact/alert® culture bottles determined that the bottles were not the likely source for these complaints. There is no evidence found at the time of this investigation, that the source for this customer's complaint is contamination of the bottle by the manufacturer prior to use by the customer. Global customer service advises to follow the directions in the IFU, and to clean the bottle stopper with one disinfectant wipe per bottle top and allow to air dry. The bottle stopper is not sterile under the plastic flip cap, as the flip cap is not air tight. Further actions the customer can take are to: -review their blood culture collection procedure, to ensure it is adequate for site disinfection -consider retraining to ensure staff are following procedures -perform internal investigation to ensure no one location or phlebotomist is contributing; and that no other source could be contributing such as, gloves, hand sanitizers, disinfectant wipes, IV solutions/drugs.

Event description:
A customer from france notified biomérieux of suspected contamination results for four different patients in association with four bact/alert® fa plus culture bottles (reference 410851). The customer confirmed patient bottles a and b were from lot 4052799; the lots for the third and fourth bottles were not provided. The bottles were subcultured and identified the following microorganisms: bottle a - bacillus thuringiensis. Bottle b - bacillus nombreuses colonies. Bottle c - bacillus cereus. Bottle d - bacillus cereus. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. Global customer service confirmed the times to detection for bottles a and b are consistent with the organism entering the bottle at time of sample inoculation. The customer did not provide additional information for bottles c and d; therefore, the time to detection could not be confirmed. A biomérieux internal investigation will be initiated.